Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the definitive root cause of the issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the balloon failed to deflate fully and was sucked into the scope. The issue occurred during a therapeutic esophagogastroduodenoscopy (egd) with dilation. The procedure was completed with the same device, with a noted delay. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the balloon failed to deflate fully and was sucked into the scope. The issue occurred during a therapeutic esophagogastroduodenoscopy (egd) with dilation. The procedure was completed with the same device, with a noted delay. There were no reports of patient harm.